Manufacturer narrative:
Concomitant medical products: product ID: 40021 tissue valve, date of implant (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high-rate, non-sustained episodes and sensing integrity counter (sic). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.